Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.

Event description:
The event is reported as: "complaint alleges that device deformed during inflation and collapsed in inflated all the way. Alleged defect occurred prior to patient use."no patient injury reported.